Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was unable to get insulin out of the pump and that she could not see insulin exit when priming. She stated that she had been having high blood glucose due to this issue. The blood glucose reading was 105 mg/dl. She also reported that she received an off no power alert with no low battery alert. Customer stated that the battery was not previously used and that the insulin pump had not been dropped or bumped. She stated that there were no unattended alarms that may have drained the battery. Customer treated the high blood glucose with manual injection. She was advised to check the drive support cap and stated that it was loose. Customer was advised to run a manual prime and stated that insulin did exit. Nothing further was reported.